Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional for a clinical study reported an infection at the incisional site. Interventions included medications that were administered on (B)(6) 2014 for 14 days, another medication on (B)(6) 2014, and lastly on (B)(6) 2014. Examination included infection at wound site on (B)(6) 2014 and laboratory testing on (B)(6) 2014. There was a report that the event was not related to the device or therapy and was related to the implant procedure. The skin at the surgical sites was pink, warm to touch, and tender with palpitation. It was reported that the patient would start warm compressions and would treat with abx and tylenol for fever and pain. On (B)(6) 2014, the redness of the skin at the surgical sites was resolved but there was tenderness with palpitation scant amount clear drainage at the mid incision. A culture was obtained for a follow up after starting abx for possible incisional complications. It was reported that at this time the incisional pain and redness decreased. On (B)(6) 2014, they stopped using dicloxacillin and started using bactrim ds plus continued compressions. The skin was warm and dry at the surgical sites where all the redness was resolved on (B)(6) 2014. They were still mildly tender but improved and drainage. It was reported that the issue was resolved without sequelae on (B)(6) 2014. No further patient complications have been reported as a result of this event.

Event description:
Additional information received reported that the infection at the incisional site was a procedure issue. The infection was first observed post-operative. Relevant medical history includes urgency/frequency, diabetes, hypertension, congestive heart failure, arrhythmia, chronic obstructive pulmonary disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider indicated that the cause of the infection was unknown. There were no further complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.